Event description:
Per the clinic, the patient has been reluctant to use the external processor since developing otitis media. Reprogramming attempts were made; however, the issue could not be resolved. The patient was placed under sedation to facilitate an integrity test on (B)(6) 2013. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.